Event description:
It was reported that during a lap gastric bypass, the device began to emit error tones during procedure indicating instrument problems. Procedure completed with bovee. No consequences to the pt. Surgeon did use device to transect messentory after first firing a cutter across jejunum. It is possible that the shears contacted metal staples that could have damaged the blade.